Manufacturer narrative:
H11: after further review of this complaint. Vyaire medical found out that this complaint is only a duplicate of the original report received last 13-jan-2021. Therefore, this is deemed as a non quality complaint to vyaire medical. Please refer to the original medwatch report with reference number, (B)(4). Vyaire reference number of the original complaint: (B)(4) under medwatch manufacturer report number: 3004553423-2021-00827.

Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the customer's reported issue. Bench testing revealed a defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Exact root cause under investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced vent going into backup mode during patient use. There was no information regarding patient harm and intervention facilitated by the end user.